Event description:
It was reported via medwatch "3 fr "single" powerpicc inserted on (B)(6) 2022. Began leaking at hub where clave is needed to be removed and another #4 fr powerpicc inserted "PICC started leaking from hub where "clave" connected." This report addresses the 4f catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed 24 other similar product complaint(s) from this lot number.